Event description:
The customer reported "bad contact equipment" for this defibrillator. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.